Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed revealed embedded foreign matter in the shield. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause for the foreign matter to be attributed to the manufacturing process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect and would have no impact on the performance of the product. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: black plaque contaminate on cap edta tube.